Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report: section h. Box 3. Device evaluated by manufacturer? Section h. Box 3. Device returned to manufacturer? H3 other text : placeholder.

Manufacturer narrative:
Evaluation of the returned benchmark revealed a kink near the hub and confirmed a leak. If the device is mishandled upon removal from its packaging, damage such as a kink may occur. During evaluation, the benchmark was flushed with air while submerged, and a leak was observed coming from beneath the strain relief. Upon unraveling the strain relief, a partial break was observed in the catheter. Further evaluation revealed a distal ovalization. This damage was likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acomm) using a benchmark 6f 071 delivery catheter (benchmark), a neuron select catheter 5f (5f select), a non-penumbra sheath and a guidewire. During the procedure, after loading the 5f select into the benchmark and over the guidewire, the physician noticed a hole at the proximal end of the benchmark while advancing the benchmark in the patient. Therefore, the benchmark was removed. The procedure was completed using a new benchmark, the same 5f select, the same sheath and the same guidewire. There was no report of an effect to the patient.